Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated. Concomitant products: stent: 2.5 x 12 xience xpedition, 2.75 x 33 xience xpedition, 2.25 x 18 xience xpedition, 2.25 x 28 xience xpedition, 2.5 x 15 xience xpedition, 3.0 x 28 xience xpedition. There was no reported device malfunction and the product was not returned. Dyspnea, angina, thrombosis and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other xience xpeditions referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the week of (B)(6) 2014, the patient had two surgeries where 7 xience xpedition stents were placed in the obtuse marginal 1 (om1), the left anterior descending (lad) artery, the distal left circumflex (cx) artery and the right coronary artery (rca). On (B)(6) 2014 the patient presented in extreme distress with acute chest pain, acute shortness of breath, diaphoresis and bradycardia. It was confirmed that there was thrombosis in the om1, lad, cx and rca arteries. A non-abbott thrombectomy device was going to be used to remove the thrombosis; however, the patient expired before a guide wire could be advanced. No additional information was provided.